Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03099. The patient had 2 supra-orbital (off-label) model 3286 leads. It was reported the patient experienced ineffective stimulation due to invalid impedances which was initially resolved with reprogramming. However, the issue recurred with high impedances and auto-reducing. As a result, the scs system was explanted and replaced. The issues resolved with the surgical intervention.

Event description:
Device 1 of 2. Reference MFR. Report: 1627487-2015-03099. Additional information received identified the lead(s) were fractured. Additionally, it was reported the scs ipg was electively explanted and replaced, there were no allegations against the device.